Event description:
Reporter alleged blood glucose measured 170 mg/dl at 9:30 pm and took no medication however sometime the next morning she was found by her boyfriend passed out. It was reported that ambulance was called and their device read 45 mg/dl so customer was given an IV and taken to the hospital where was given some type of fluid, believed to be saline. Reporter stated customer was released after 5 hours. Reporter indicated customer was using expired test strips before and during the alleged incident. A request was made for the return of the suspect device and replacement product was sent.